Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 20 x 4.00 rebel stent was advanced but failed to cross the target lesion. The device was removed and the physician noted that some of the struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).